Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed that the nozzle contained foreign objects. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video scope had obstructed channel warning due to presence of a gauze thread inside. The issue was found during setting up the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4 12/27/2021.

Event description:
No additional information received from customer.